Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump repeatedly displayed a restart prompt and failed to reconnect to the dexcom g7 and the ilet mobile app despite multiple restarts, with the pump showing a bluetooth communications error and full battery; the user transitioned to backup subcutaneous insulin via pen, and the medical device problem was characterized as failure to read input signal with the device component implicated as the circuit board. Symptoms included hyperglycemia confirmed by fingerstick at 412 mg/dl, headache, and urinary frequency. Outcomes included an unexpected medical intervention requiring medication and classification as a serious illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed signal loss associated with bluetooth communications and a failure to read the cgm input, with the circuit board identified as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.